Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had been having elevated blood glucose (bg) levels. The reporter stated that the patient¿s bg was up to 397mg/dl with headache, lethargy, anxious, stomach ache, nausea and large ketones. The reporter stated that the healthcare professional recommended changing the patient¿s site. The settings were all correct. Customer support (cs) advised the reporter that the pump is not malfunctioning. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no eaw's associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. The battery compartment is cracked between bumper pad and cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.